Event description:
The facility's biomedical engineer reported an infusion pump with failure code 808:03. It is not known if the infusion pump was hooked up to a pt at the time it went into this failure code. Info was requested regarding the date the report occurred, the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, but no additional details were available. Alternate contact info was requested but no alternate contact was identified. There was no report of pt injury or medical intervention involving this device.